Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with basic pump information and how the reservoir works. Customer reported of a previously kinked cannula. The customer's blood glucose reading was 600 mg/dl at the time of incident. No further details given.